Event description:
The caller stated that the tracheostomy tube cuff would not stay inflated. The tracheostomy tube worked "ok" for two weeks before having to be replaced due to the cuff not staying inflated. The cuff was not pretested.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.